Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number:1627487-2025-02767 and 1627487-2025-02808], the s1 lead could not be completely removed due to lead fracturing in the s1 foramen. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.